Event description:
On an unk date, an infusor lv10 (code 2c1063k, lot 04h055) was put in place on a pt. The infusor was filled with fortum, ceftazidime and glucose 5% instead of nacl. The duration of the infusion was 18 hours instead of 24 hours. The diffusor was replaced." Total fill volume of device is unk. No pt injury reported.